Manufacturer narrative:
Device evaluation: sample was lost in transit therefore complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. No non-conformance reports (nc's) and no exemption report (ER's) were found associated to this production order. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). No patient involvement was reported. If explanted; give date: n/a (not applicable). No patient involvement was reported. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge of the preloaded delivery system, model pcb00, cracked while attempting to push the intraocular lens (iol) forward. Reportedly, the issue was observed during handling, but prior to insertion into patient's eye. No patient involvement was reported. No additional information was provided.